Manufacturer narrative:
The device was returned and evaluated following reports that a persistent restart ilet (alert 32) occurred immediately on startup and could not be cleared through multiple restart attempts or a firmware update. During evaluation, the complaint was confirmed when alert 32 was annunciated during a motor prime attempt and persisted despite replacement of the motor and repeated restarts, indicating a likely mainboard-related fault. The mainboard was removed and underwent solder reflow rework on the host processor chip. After cooling and reinstallation, the device powered on successfully, the alert was cleared, and functional testing confirmed the motor operated normally without further issues.

Event description:
It was reported that an ilet pump presented a persistent restart ilet alert consistent with a delivery motor communication malfunction, and repeated restart attempts and a firmware update attempt did not resolve the issue; a replacement ilet was provided and the affected device was taken out of use. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health beyond device replacement. Investigation included review of user-reported information and internal complaint handling with plans for device evaluation upon return. Investigation of this case revealed a suspected delivery motor communication failure that prevented normal operation. It was concluded that the device malfunctioned and was replaced, with no patient injury reported.